Manufacturer narrative:
The technician found dirt and grease on the hi/low drive brake assembly. The technician degreased the brake assembly to repair the bed.

Event description:
Information received indicates the hi/low drive brake is drifting down.